Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device. According to the patient, on (B)(6) 2025, the patient was feeling unwell and lost consciousness. The patient was taken to emergency by partner. At an unspecified time of the event the cgm was reading 6.0 mmol/l and there was no blood glucose reading reported. The patient self- treated with carbohydrates and there was no treatment documented provided at the ed. At time of report, patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.